Event description:
It was reported that the pump sometimes did not charge when plugged in requiring the customer to unplug and plug it back in. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.